Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device) and h6. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "what have we learned from lcs mobile-bearing knee system?¿ literature article "what have we learned from lcs mobile-bearing knee system?" By woo-shin cho et al. Published by knee surg sports traumatol arthrosc was reviewed. The article purpose: to retroactively assess and reflect upon clinical and radiological outcomes after using the lcs prosthesis implant. The article reports: from 1995 to 2002, 438 consecutive primary tkas in 275 patients were performed using the lcs system. The majority of the knees experienced an increase in functionality and a decrease in pain. There were a total of 12 knees that had postoperative complications though. Two kness had pe wear and one knee had pe fracture. There were two periprosthesic fractures. One deep infection occurred. There were additionally 4 cases of intraoperative tibial fractures managed by reduction and internal fixation. The patella was resurfaced routinely. The components were all cemented with depuy cmw cement. Depuy products involved: lcs implant. Complications: natural wear (2), polyethylene fracture (1), femur fractures (2), infection (1), tibial fractures (4), dvt (1), embolism (1), surgical intervention (12).